Event description:
It was reported to philips via customer feedback that the patient's blood pressure was measured multiple times to over 80. Measured again with a mercury sphygmomanometer and the result was around 110. The device was in use. There was no patient or user harm.